Event description:
It was reported that during a control, the physician noted a breakage of the catheter near the inferior margin of the right clavicle. At this point, they decided to remove radiologically the broken catheter.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review showed no other similar product complaint file(s) from this lot.